Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited low level, high frequency noise determined to be myopotentials, with pacing inhibiting noted on electrocardiogram (egm). Programming changes were recommended but the physician opted to monitor the patient as the incident was isolated. The patient was stable.